Manufacturer narrative:
.

Event description:
It was reported the pt experienced a shocking sensation. The casing on the lead wire came loose causing the ins to short out. The event occurred in 2008. The pt waited 9 months to get a new ins implanted. A new battery was placed (made by a different manufacturer). The new battery immediately shorted and was believed to be caused by the leads. When the new battery had been placed, the pt was severely shocked. The pt remained at home in fair condition. Additional info has been requested but was not available on the date of this report.